Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with patent anatomy or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, mildly tortuous, 90% stenosed lesion in the left anterior descending artery (lad) during advancement, contributing to the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily calcified and mildly tortuous lesion in the left anterior descending artery (lad). A 2.25x18mm xience skypoint drug-eluting stent (des) was attempted to be advanced into the lesion; however, failed to cross due to the anatomy. Subsequently following the withdrawal of the des the stent was noted to have moved but remained tightly crimped on the balloon. Therefore a new 2.25x28mm xience des was used and the procedure was completed. There were no adverse patient effects nor clinically significant delay reported. No additional information was provided.